Event description:
The customer reported that while pipetting an hbc assay on summit sample handler, insufficient sample was delivered to well a4 and no error message was posted to the user. The plate was aborted and a field service engineer was dispatched. The engineer found dried serum on the clamp in position 4. He replaced the tip clamp and sleeve in position 4 and performed operational checks. No death or serious injury was associated with this incident.